Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at the time of the call was 353 mg/dl. The programming and all settings were correct. The customer stated that he wears his infusion set for 3 days, and on the third day his blood glucose was high. No further info was provided.